Event description:
A customer reported to olympus, the camera head does not display image and it shows black screen only. It is unknown when the issue reported was found. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the customer's allegation was confirmed and found to be caused by a damaged cable unit. In addition, service found that the switches cannot be pressed down smoothly due to deformation of button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.